Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope video image suddenly went dark during use. The issue was found during a therapeutic laparoscopic hernia procedure which was completed using an olympus back-up device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. The inspection found the image was not displayed due to damage on charged couple device unit. Based on the results of the investigation and previous investigations, it is likely probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of customer's allegation could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: the procedure was prolonged for less than 30 minutes with no reports of patient harm.